Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced rash around sensor patch area. Patient also claimed that he developed a rash at previous sensor insertion area. Patient sought a endocrinologist and dermatologist. No further medical intervention was required.